Event description:
Healthcare professional reported right side rupture confirmed via mammogram, "asymmetry in the body", "heterogeneous echogenicity, with hypo- and hyperechogenic areas, avascular to color doppler, with echogenic areas in the appearance of a snowstorm between the capsule and the surface of the implant", "nodular images are identified in internal quadrants of both breasts suggesting the extraction of silicone material", "presence of some inflammatory-looking nodes". Device was explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.